Manufacturer narrative:
B.5: medtronic received additional information that the tested sample was a control sample. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an act plus instrument, it was reported the test results deviated from those obtained on another instrument for the same sample. There was no error code. There were test results obtained but heparin was not administered based on the results. The instrument was used to complete the procedure. There was no patient impact associated with this event.

Manufacturer narrative:
Device evaluation summary: the reported issue that the test results deviated from those obtained on another instrument was not verified during preliminary analysis. The service technician observed a white screen after powering the instrument on and the temperature measured 37º c. The white screen was resolved by calibrating the screen contrast and testing the instrument. All tests passed. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B.5.medtronic received additional information that the values between the test results for the two samples were different, but both fell within the permissible error range of the instrument. The customer continued to use the instrument, as the results were within acceptable parameters. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.